Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient's family member that the patient received therapy from the implantable cardioverter defibrillator (ICD). The patient "passed out" and an automated external defibrillator was used. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.